Event description:
Procedure: radiofrequency ablation. Reportedly, the patient sustained a 3rd degree burn during the endermatic rfa procedure. The burn was 2cm x 1cm on the right anterior surface of the thigh. The electropads were applied longitudinal and that caused the burn. Basic wound care is being used. Nothing like skin graft, and surgical treatment has been done for the burn. The patient might develop a mild scar as a result.